Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After CABG, the patient was unable to wean off cpb, so an impella 5.5 was inserted postoperatively and the patient was returned to the ICU. A cerebral hemorrhage was subsequently discovered and the patient passed away a few days later. The relationship between the cerebral hemorrhage and impella is unknown. The attending physician's opinion was that the patient had pre-existing coagulation abnormalities, and the cerebral hemorrhage may have been caused by the effects of intraoperative cardiopulmonary bypass and heparinization. Dr. Comment below added by (B)(6). Death due to postoperative cerebral hemorrhage. The relationship with impella is unlikely. The physician believes that the cerebral hemorrhage was likely caused by the effects of intraoperative heparinization, etc., due to the patient's pre-existing coagulation abnormalities.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information was received. No impella access complications were noted.

Manufacturer narrative:
E1 revised initial reporter first and last name as they were entered incorrectly on the initial report that was submitted. Added initial reporter postal code as it was omitted from the initial report that was submitted. G1 manufacturing site name should of been left blank on the initial report that was submitted. Investigation summary: the investigation has been completed. Peri-procedural adverse event (stroke): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks